Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell while connected to the pump and the touchscreen is now cracked and displays "squiggly lines of colors". There was no reported impact to customer's blood glucose level. Customer did not recall their blood glucose level. Customer indicated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.